Event description:
It was reported that the patient experienced a loss of therapeutic effect with an increase of bowel symptoms and an undesirable change in bowel function. Interrogation of the implantable neurostimulator (ins) found that it was turned off. The event was reported as non-serious. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3889-28, lot #j0527299v, implanted: (B)(6) 2005, explanted: na. Extension: model 3095-10, serial #(B)(4), implanted: (B)(6) 2005, explanted: na. Programmer: model 3031a, serial #(B)(4). This device was being used in a clinical trial noted as g010206.